Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experiences shortness of breath as they get to the top of a flight of stairs. The leadless implantable pulse generator (ipg) was reprogrammed due to the patient's activity levels. No further patient complications have been reported as a result of this event.